Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer blood glucose level was not impacted. The customer stated that they would resumed insulin deliveries without changing pump supplies to resolve the occlusion alarms. A system check was performed using the current supplies and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site to inspect the cannula. The customer cleared the occlusion alarm and successfully resumed insulin deliveries without changing any pump supplies. The customer stated that the pump supplies and their blood glucose levels would be monitored.